Event description:
Paramedics attended to a person diagnosed in cardiac arrest. Two shocks were administered using disposable combination electrodes. Following the second shock, the device allegedly failed to display the pt's ECG through the paddles lead. The pt was resuscitated and arrived at the hosp in sinus tachycardia.